Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. Dlk and light sensitivity are not related to the device. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An associate reported that a patient presented with light sensitivity in the left eye on day post lasik. The patient was noted to have 2+ diffuse lamellar keratitis. The topical steroid dosage was increased. Additional information received states the patient's symptoms resolved.